Manufacturer narrative:
The insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. Power error alarmed while monitoring and power error (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for connector board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Analysis was unable to perform displacement test and occlusion test due to partially missing retainer. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay. Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. Pump error 25 alarmed while monitoring and pump error 25 (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unable to perform displacement test and occlusion test due to partially missing retainer. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.

Event description:
The customer reported via phone call that they had power error detected on insulin pump. The customer¿s blood glucose level was unknown. Troubleshoot was performed for power error detected. The insulin pump was returned for analysis.